Event description:
The device was being used to deliver defibrillator therapy to a pt. The defibrillator was said to have worked fine for the first two or three administrations of energy. It was then reported the device did not deliver selected energy to the pt. This allegation was based upon lack of expected spike in the pt ECG with defibrillator discharge, no expected noise from the transfer relay and no patient muscular reaction. It was said that when the defibrillator was recharged energy was not delivered to the pt. A backup device was made available and was used. The pt was not resuscitated, but the reporter indicated pt outcome was not affected, due to use of the backup device.